Manufacturer narrative:
The investigation of pump did not start has been completed. The data logs are unavailable. The product was returned and evaluated. Two large kinks were found in the catheter. No other abnormalities were found. The pump passed all electrical testing and was run in a bucket of water for 15 minutes without issue. The root cause of the pump not starting was not determined since the issue was not reproduced and data logs are unavailable. G1 manufacturing site name and address was erroneously entered on the initial manufacturer device report number 1220648-2025-26534.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient in postcardiotomy cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support (mcs). Following a difficult delivery, (the impella was unable to advance through the sheath initially), a critical alarm appeared on the automated impella controller when the impella rp flex device was started for patient support. After several failed troubleshooting attempts, the pump ultimately would not start and had to be replaced, which was successfully completed from a different access point. The following day, the patient passed away noted from the ("very poor prognosis") condition. Impella as a possible associated factor cannot be discounted; it is unclear how the impella related event may have affected the outcome.